Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. One representative sample was received at the manufacturing site for the investigation. A sample evaluation could not be completed to confirm the reported issue and determine the root cause as the sample has been manipulated by the user. The manufacturing process was reviewed by the multifunctional team. The process is running according to product specification and meeting quality acceptance criteria. In addition, ¿caf¿ machine maintenance (for catheter-adapter assembly) was verified and found with up-to-date corrective and preventive maintenance as scheduled. The reported issue was evaluated against the approved occurrence rate and a corrective action plan is not deemed necessary at this time; however, as part of continuous improvements the inspection level for the pull test has been increased. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the foley had disconnected with the seal intact. This happened in the or while the patient was in surgery. Situations that have caused the disconnection include any patient movement in bed or around the unit. The team used to use clamps to disconnect the foley after removing the seal which was very difficult but now the foley will disconnect without even removing the tamper evident seal